Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the electrode array had extruded into the external auditory canal. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on january 03, 2023.